Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, no image displayed due to damage to the image pickup unit, bending angle is insufficient due to the elongation of the angle wire, and curved rubber adhesive was missing. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, the endoeye flex 3d deflectable videoscope one-sided lens could not be seen. Upon inspection and testing of the customer returned device, the scope exhibited no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the insulation in the image sensor unit was broken and damaged, so the signal line inside the image sensor unit cable was disconnected or short-circuited. The event most likely occurred due to the image sensor cable being subjected to an irregular load due to bending, pulling, swinging, or twisting the universal cord with a small amount of force. Olympus will continue to monitor field performance for this device.